Event description:
Additional info received from MFR on 02/23/1998: regulatory affairs vice president's review into this situation indicates the incident is not an MDR reportable event by the MFR. The customer has been notified that the co. Will be conducting av investigation into this incident as if it were a standard non-reportable incident report.